Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent row 11 was damaged with stent struts lifted and pulled in a distal direction. Distal stent row 6 was also damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00131. Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The patient presented with acute myocardial infarction. Coronary angiogram revealed the 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. A 3.00 x 32mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. After several attempts were made, the device was removed. Another 3.00 x 28mm synergy¿ drug-eluting stent was advanced but still failed to cross the lesion. The procedure was completed with a 2.75 x 32mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.